Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg incision site had opened back up. The site had become infected. In turn, surgical intervention was undertaken wherein the entire scs system was explanted. The patient was placed on antibiotics. No additional information is available.